Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg pocket site. The ipg was confirmed to be moving around in the pocket and had migrated. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was repositioned in a new pocket above the waist line, resolving the issue.